Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu343415j/ 17477928) to treat a thoracic aortic aneurysm. After the stent graft was advanced and deployed, a procedural angiograph reportedly revealed that the left subclavian artery (lsa) was unintentionally covered by the stent graft. A bare metal stent was placed in the lsa, and blood flow to the vessel was successfully restored. The procedure was concluded without any further reported complications. The patient tolerated the procedure.